Event description:
It was reported to nova biomedical that a consumer's blood glucose meter would not display the middle digit on the device's display. No decisions to treat were reportedly made on the alleged made on the alleged faulty meter. The meter will be returned to nova biomedical for evaluation.

Manufacturer narrative:
Nova biomedical is awaiting the return of the device for evaluation. If any significant findings are a result of that evaluation, a follow-up report will be filed.